Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump beeped failed battery alert without sending a low battery alert. Customer stated that the insulin pump powered off. Customer reported that blood glucose was very high at the time. Customer's actual blood glucose reading was not included in the report. Nothing further was reported.